Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: autoimmune reaction. Not explanted as of his report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of unknown age who underwent breast prostheses implantation with mentor implants experienced breast implant illness. The patient reported fatigue and symptoms that are escalating monthly. The patient has been diagnosed with raynaud's phenomenon, syncope, thyroid function down, add, monthly utis, hormonal imbalance (hair falling out, acne, agitation etc), mast cell activation, and seizures have being coming more lately than ever. The patient reports hair loss and regrowth in the same places constantly. The patient graduated college last year and reports she cannot remember 2/3 of what she learned. The patient found old school books and cant even remember taking the class. She is scared to get a job in her field and ruin the company and embarrass myself. She also feel like she's aged 10 yrs in the 5 that she's had the implant. She would like to get them removed. She feels lightheaded from syncope, and that left her anxious all day from fear of passing out alone with her (B)(6). The patient feels like her health issues are affecting her marriage and child rearing. No date of explantation was reported. No product malfunction, such as rupture/deflation, was reported. The root cause of the patient's symptoms are unclear. The FDA continues to believe that the weight of the currently available scientific evidence does not conclusively demonstrate an association between breast implants and connective tissue diseases (statement from (B)(6), m.d., of the FDA¿s center for devices and radiological health on agency¿s commitment to studying breast implant safety). No contact information was provided, therefore no follow up can be completed and there is no additional information available. Should additional information become available, this case will be re-assessed and notes will be updated. This report is for the left side.